Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method result, and conclusion will be made available following engineering evaluation.

Event description:
It is reported that the units have been in use for a few years and have been sterilised as per the IFU instructions. It is further reported that 1 unit was recently found to be leaking matter and body fluids post-sterilisation. It is further reported that the customer disassembled the instrument and found that the instrument was not cleaned at the tip of the instrument that retracts into the instrument when holding a screw. It is further reported that there are no adverse consequences.